Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site leaked blood onto the patient's bedding during use. The following information was provided by the initial reporter: "they are stating that there were changes made to the product's hub that affect the patients when the product used to connect seamlessly. The part where the tubing is hooked to the IV site is difficult to connect to the IV site. It is leaking and getting blood on the bedding. Trying to attach it to the patient causes them to apply pressure to the patient which causes the patient pain."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mx9128 lot number 22099046 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site leaked blood onto the patient's bedding during use. The following information was provided by the initial reporter: "they are stating that there were changes made to the product's hub that affect the patients when the product used to connect seamlessly. The part where the tubing is hooked to the IV site is difficult to connect to the IV site. It is leaking and getting blood on the bedding. Trying to attach it to the patient causes them to apply pressure to the patient which causes the patient pain.".